Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, a failure analysis for the suspect part was not able to be performed as it was not returned. The system has returned to service with no similar issues reported.

Event description:
A customer reported their x8-2t transducer failed the electrical leakage test. The transducer was associated with the epic 7c ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.